Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. The patient closed the roller clamp and proceeded to disconnect and the peritoneal dialysis fluid flowed out anyway. This was observed during use of the device for peritoneal dialysis therapy. The patient used a scissor clamp and had the transfer set changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.